Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in the tube when cleaning at times. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient subsequently reported three bouts of cancer described as melanoma on the face and head, and polyps on the larynx and nasal passage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Updated - box b, adverse event/product problem and outcomes attributed to ae. Coding for patient outcome and health impact grid updated.

Manufacturer narrative:
Not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in the tube when cleaning at times. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Updated - box h, type of reported complaint: selected option for serious injury. Please note: all information previously captured in preceding MDR 2518422-2023-07825-1 report except for the above update.

Manufacturer narrative:
As per additional information received on 06/06/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and error code found. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. In this report, box b, d, h has been updated/corrected.